Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer report customer did not allege insulin pump was over delivering. The customer uses the auto mode feature. The customer also reported that they performed the self test and they were able to passed the test. The insulin pump will not be returned for analysis.